Manufacturer narrative:
Additional information: section a-3b patient gender: unknown as information was not provided. Section a-4 patient weight: unknown/asked information unavailable. Section a-5 patient ethnicity: unknown/asked information unavailable. Section a-6 patient race: unknown/asked information unavailable. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted, therefore not explanted. Device evaluation: the complaint device was received loose in a bag. The device was inspected under magnification. The complaint device was received with the plunger rod partially advanced. The cartridge tip was bent/damaged, the damage extended to the tube of the cartridge, and the lens was stuck in the cartridge tip. Viscoelastic residue was identified through the length of the cartridge. The lens module was inspected and presented with no damage or viscoelastic residue. The device assembly was inspected and presented with no issues. The plunger rod was advanced and presented with no issues however the plunger rod tip as observed to be bent. The lens could not be removed for evaluation. Based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Device history record (DHR) review: the manufacturing records for the product were reviewed, the units were released according to specification. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the dcb00 model intraocular lens (iol) was partially inserted and removed in the same procedure due to the lens not advancing and broke cartridge. The doctor felt some resistance in the screw mechanism. He turned it a little harder, and then the cartridge cracked. At this point, the iol was halfway in the eye and still folded, so the doctor simply removed it with a pair of forceps. No additional maneuvers were required since the lens was still mostly folded and halfway into the wound and there was no patient injury. The procedure was completed using a different lens and cartridge. No further information is available.